Event description:
It was reported that the 3.0 x 15 mm otw trek became stuck on the hi torque floppy ii guide wire. The guide wire and trek were removed together as a unit. After removal from the anatomy, the trek was able to be removed from the guide wire. Another trek and unknown guide wire were used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The high torque floppy ii guide wire referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire during advancement and retraction was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on visual, dimensional and functional analysis of the returned device and the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.